Manufacturer narrative:
Root cause could not be determined conclusively. However, occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported dryness in a patient's left eye approximately one month post lasik. Patient is using artificial tears frequently. The patient states that the artificial tears help a little but seems to be getting worse. Patient was prescribed a lifitegrast ophthalmic solution to use twice a day for 3 months. Patient will continue to be monitored every 4 to 6 months. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, dry eyes was not noted to have occurred prior to the surgery. Patient has not been returning for follow up appointments.